Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis manifested by acute abdominal pain and cloudy pd effluent. The breach was further specified as the nurse responsible for the patient's pd exchanges forgot to close the transfer set in one of the exchanges. The patient was hospitalized on the same day as onset of the event. The patient was treated with intraperitoneal voncon and briklin (dose and frequency not reported). Six days after event onset, symptoms abdominal pain and cloudy pd effluent were resolved. At the time of this report, hospitalization and treatment were ongoing and the patient would remain hospitalized until the completion of antibiotic therapy. Extraneal and physioneal therapies were ongoing. The outcome of the peritonitis event was not reported. It was not reported if the healthcare provider was retrained on proper aseptic technique. Additional information is not available.